Event description:
Reportable based on analysis completed on (B)(4) 2014. It was reported that lost image occurred. The opticross¿ imaging catheter was used to visualize the 90% stenosed lesion with moderate tortuousity. It was noted that during percutaneous coronary intervention, the image was lost. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is good. However, returned device analysis revealed an open hole at the sheath lap joint section of the device.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: the complaint device was received with a kink observed in the sheath assembly at 29.5 cm from femoral marker to the proximal end. An open hole was observed at the sheath lap joint section of the device. Fluid was leaking from the open hole at the sheath lap joint assembly when the catheter was flushed. The telescope assembly was not able to properly pull back, advance, or retract. During image characterization testing, no image appeared in the system due to electrical open at proximal. Imaging core windup was found within the telescope section of the device. No other issues or defects were observed during product analysis of the returned device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).